Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Battery gauge was fluctuating and pump shut off. Customer's blood glucose was within range (value not provided). Customer continued to charge battery to resolve the issue and pump therapy was resumed.